Manufacturer narrative:
The nalu system was successfully activated and in use for this patient prior to the explant procedure, with no indications of any system or component failure. There are no reports of infection and no signs of potential infection. Surgical incisions failing to heal is a known inherent risk of invasive procedures and does not appear to have been caused by the device itself.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 with the system being activated on (B)(6) 2023. After the implant, the patient noted that the surgical sutures were protruding from the incision site. On (B)(6) 2024 a system explant was performed due to the surgical site failure to heal. The firm was not notified of the procedure until (B)(6) 2024 and thus was not present for the explant and unable to retrieve any portion of the explanted device.